Manufacturer narrative:
Upon retrospective review, it was discovered the site of manufacture, on the initial report (MFR report # 1415939-2014-00183) was incorrectly chosen as (B)(4), USA. This MDR is to correct the site of manufacture to (B)(4). This report is being filed on an international product list number 7k70, that has a similar product distributed in the us, list number 6c06. (B)(4). The complaint trending report review determined that there is no non statistical or adverse trend for the product. As no patient sample was available to assist us in the investigation, and the lot number was unknown, testing of a serum based panel sample using retained kits of lots 37445lf00 and 36275lf00 was performed. All specifications were met indicating that both lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information, the investigation determined the assay performed as intended and no product deficiency was identified.

Event description:
The account generated a falsely elevated architect total psa of 6.92 ng/ml on a patient 3 months after prostate removal. The physician expected the patient's total psa value to be close to 0.00 ng/ml. The account uses a normal total psa range of <4.00 ng/ml. No specific patient information was provided. No impact to patient management was reported.